Manufacturer narrative:
This report is submitted on august 10, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site and subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). The patient also underwent surgical procedure under general anesthesia on (B)(6) 2023 in order to clean the tissue formation around the implant site which leads to migration of receiver/stimulator (date not reported). The device was explanted on (B)(6) 2023 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on june 28, 2023.